Manufacturer narrative:
There was no device available for analysis and there was no report of a device performance allegation during treatment. The reported patient symptoms are known risk associated with implants of these device as indicated in the instructions for use (IFU). The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed.

Event description:
It was reported that the patient had an inflatable penile prosthesis (ipp) placed in (B)(6) 2021. Although the device functioned appropriately the patient complained of discomfort, therefore, after being thoroughly evaluated it was decided that surgical intervention was the best option for the patient. During the surgery, an infection in the left corpora was found. The ipp was removed and the area was irrigated out before replacing it with a new ipp device. Patient is expected to make a full recovery.